Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after a cryo ablation procedure, the patient experienced chest pain and shortness of breath. Pericarditis was diagnosed, and heart palpitations were also observed. An echocardiogram was performed, and mild pericardial effusion was confirmed. Medication was administered. The case was completed with cryo. No further patient complications have been reported as a result of this event. Additional information received indicated that during the patient's follow up visit, the patient's cough worsened, and the patient presented with chest pain, persistent shortness of breath. The patient's medications were adjusted accordingly. This patient was part of the (B)(6) study.